Manufacturer narrative:
The main cause is the reuse of sample identification for multiple patients. This is an lis design decision, as immucor has no control over the sample barcodes used to identify samples. Immulink has a feature intended to allow for the reuse of sample barcodes, in which a reused sample barcode ID should be treated as a new sample. Immulink gives the newer sample a new internal sample identifier to manage the results separately. In the release of immulink version 2.2, an update to result processing was made to improve performance. During this update, an inadvertent change was made that impacted the duplicate sample barcode feature where immulink is failing to upload the results to the correct internal assigned ID and if auto-export is enabled, the incorrect result can be sent. The specific configuration is provided below. The issue is limited to the 2.2.0.17 release of immulink and the customer configuration must include both of the following: 1. Customer must be reusing sample barcode identifier. 2. Immulink must be configured to auto-export. For example, if immulink is not configured to auto-export, there will be no transmission from immulink with the wrong result information. We are only aware of the pathlab customer configured in this manner. We do have a few customers where sample identifiers are reused, but auto-export is not enabled for those customers. Immucor has developed a patch and we are working on releasing. Our plan is to update all 2.2.0.17 customers with the patch. The internal immucor reference for this event is pr (B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.